Event description:
The customer reported that the 840 ventilator had an unresponsive touchframe. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the keyboard. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).